Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported in leak (loss of fluid column) in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is reported for the steerable guide catheter (sgc) leak and intervention. It was reported that this was a mitraclip procedure to treat grade 4+ functional mitral regurgitation (mr). The steerable guide catheter (sgc) was prepped per the instruction for use (IFU), then was advanced, but during the procedure air was noted in the column. The sgc was lowered below the patient heart and was aspirated, but air was noted again in the column; therefore, the sgc was removed. There was no air introduced into the patient anatomy. A new sgc was used in the procedure successfully. Two clips were implanted, successfully reducing mr to 1. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.